Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had issues with their driveline proximal to the exit site from the modular cable connector. The bend relief plastic was broken down and had fallen off. The outer driveline plastic was intact, and rescue tape was applied. The modular cable was replaced due to the outer plastic separating from the shielding. The patient described it as a "puffy" cable. There were no alarms noted. The event log file captured controller clock corrupt events, and the clock was synched on 16may2025. There was a driveline disconnect event on 16may2025 at 12:29 when the modular cable was exchanged. The cause of the driveline disconnect alarm was likely from the modular cable exchange. There was no system controller damage. The system controller was exchanged during the modular cable exchange.

Manufacturer narrative:
E3 - occupation: corrected manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. A log file was extracted from the controller which showed that the controller was put into use on 16may2025 shortly after controller (B)(6) was exchanged (evaluated separately). Then, the returned controller was observed to have been exchanged on 16may2025. No atypical events were observed throughout the data, and the reason for this controller¿s exchange was unable to be determined from the log file. Questions regarding this controller¿s exchange were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook ¿how your heart pump works¿ and the heartmate 3 lvas instructions for use ¿system operations¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.